Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse ran a pneumatic interface module (pim) leak test and it failed. Checking logs there was alarm "gas loss in iabp circuit". The fse removed pim and safety disk and applied lubricant on seals, reseated and performed pim and all manifold test each test passed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that, before use, the cardiosave intra-aortic balloon pump (iabp) unit had a low alarm gas in iab circuit. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11.corrected data: b5,b6,b7,d10, h6 (clinical & impact).

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a low alarm gas in iab circuit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a low alarm gas in iab circuit.